Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently set the carbohydrate ratio to 1:1 instead of 1:7.5 in the pump settings. Customer's blood glucose level was 136 mg/dl. Tandem technical support assisted the customer with correcting the carbohydrate ratio setting.